Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the external pulse generator was shutting off automatically during testing; main printed circuit board (pcb) assembly found out of electrical specification. It was noted the upper case, lower case, one control knob, one knob spring, ring cover, ring attachment, one bail attachment, and one bail cover were found broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator was not working. The external pulse generator was returned for repair. There was no patient involvement.